Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for patients tested for alb2 albumin gen.2 (alb2) and crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The issue began on (B)(6) 2018 and has been intermittent through (B)(6) 2018. The customer provided data for 5 patient samples. Based on the data provided the crep2 results for 1 patient sample were erroneous and not detectable to the user. The erroneous results were not reported outside of the laboratory. The initial crep2 result was 1.08 mg/dl. The repeat result from a different c 702 module was 0.58 mg/dl. The repeat result was believed to be correct. No adverse event occurred. The crep2 reagent lot number was 283369 with an expiration date of 30-jun-2018. The field service engineer (fse) visited the customer site and found damaged vacuum tubing causing wash water to drip back into the reaction cells. The fse removed the damaged vacuum tubing and confirmed that the reaction cell rinse was no longer dripping. All system checks were successful. The instrument was operational. The investigation determined that the vacuum tubing issue found by the fse was the root cause of the event.